Event description:
It was reported that the pulse generator exhibited loss of output. The device was explanted and replaced on (B)(6) 2015. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).